Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that soon after starting the ilet, the patient experienced recurrent hypoglycemia with blood glucose values reported as low as 40¿54 mg/dl, prompting removal of the device due to fear of reconnecting; the device was reported to reduce and suspend insulin when glucose was falling, and the patient treated with oral carbohydrates with delayed recovery. Symptoms included hypoglycemia. Outcomes included patient counseling and troubleshooting with education on potential causes and the learning phase of automated insulin delivery, with continued monitoring until glucose trended upward. Investigation included review of usage context and user reports through customer support interactions. Investigation of this case revealed no confirmed device malfunction and suggested hypoglycemia temporally associated with early adaptation to the automated insulin dosing algorithm and user-initiated disconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.